Event description:
The customer reported that they had a leak in the membrane/diaphragm of the cobe 2991 equipment. Cobe 2991 is laboratory equipment. There are no patients involved during processing on 2991, therefore no patient information is reasonably known at the time of the event. The membrane was not available for return becaue they were discarded by the service technician. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the membrane was unavailable for return and investigation. The defective membrane was replaced at the time of the complaint. The machine has been in use with no further occurrences of this specific problem. The most recent prior replacement of a membrane on this machine other than a pm was on (B)(6) 2011. Root cause: a definitive root cause could not be determined at this time. A pierced membrane resulting in a leak can be due to: user error; infrequent use of the equipment, causing the membrane to dry and crack.

Manufacturer narrative:
Investigation: a review of all spare (membrane) lot numbers built in 2011 did not reveal a significant difference in failure rates of membrane lot number 04t3001 compared to any other membrane lots built in 2011. Diaphragms/membranes can fail due to wear, or damage by the users (dropping or leaving items in the bowl resulting in a tear or pinhole) or from a worn priming disk (causing over stretching). At the time of the complaint, the customer was only using the machine approximately 5 times per year. Preventative action: diaphragms are replaced as part of scheduled preventive maintenance to help mitigate problems associated with wear.